Manufacturer narrative:
Attention: no affected devices have been sold in the united states. All affected device were sold in (B)(4) only. We were able to verify and confirm the failure of some devices from the same lot. We also tested another approx 40 samples from this lot and found roughly (B)(4). This corresponds with the 1 of 4 cross-linking batches made during the manufacturing of each lot. We have found that blood is leaking thru the graft wall if the graft is twisted using our internal blood test. As a result of this evaluation we are recalling the affected lot and we will notify (B)(4) by friday ((B)(4) 2011). The most probable root cause of the graft failure is operator error during crosslinking. We used this info to examine the lots built subsequent to this lot and expanded our sampling to a larger sampling size - no failures were detected in a sampling of 20 from each of the subsequent lots produced. Additionally, before the complaints occurred we have implemented additional measures to track each single graft in each cross-linking batch. We are testing a sampling of grafts from each cross-linking process/batch prior to release. This enables us to feel comfortable that it is isolated to just one lot. Please not that no pt death or incapacitating injuries happened.

Event description:
During peripheral bypass operation albograft prosthesis, the surgeon experienced bleeding through the graft's surface (wall) on the whole length of graft. The surgeon decided to use a new albograft graft (second) and cut an approx 15 cm piece off. He cut the original graft close (approx 4-5mm) to the proximal anastomosis and sutured the new graft in an end-to-end fashion distal to the stump of the previously implanted graft. He experienced again diffuse bleeding through the graft fabric from various sites during the test, but less than he experienced before, so he decided to complete the distal anastomosis at the profunda femoris (deep femoral artery) also which took approx 20-25 min. After releasing the clamps he experienced still bleeding through the graft surface which stopped after approx further 15-20 mins by using gaze and by reversal of the 2000 iu of heparin by 2000 iu of protamin. The total blood loss was recorded with 500 ml. Compared to a normal operation of this type a blood loss of approx 200 ml can be expected. The excess bleeding or prolonged operating time of 45 min did not lead to a serious injury.